Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that gauge issues occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified forearm shunt vein. A non bsc guide wire and a mustang balloon catheter was crossed in the lesion. An encore inflation device was selected and attached to inflate the mustang balloon catheter. Pressure was then applied to the mustang balloon catheter; however, it was noted that the gauge needle of the encore inflation device did not move. The procedure was completed with the same mustang balloon catheter and another of the same inflation device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The unit was visually inspected; no issues were noted. There was dried saline present in the flexcil line. The unit passed all functional tests. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that gauge issues occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified forearm shunt vein. A non bsc guide wire and a mustang balloon catheter was crossed in the lesion. An encore inflation device was selected and attached to inflate the mustang balloon catheter. Pressure was then applied to the mustang balloon catheter; however, it was noted that the gauge needle of the encore inflation device did not move. The procedure was completed with the same mustang balloon catheter and another of the same inflation device. No patient complications were reported and the patient's status is good.